Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenovideoscope and a single use distal cover, a lump of mucosal tissue was found attached to the distal cover of the scope. There is no report of mucosal damage, however bleeding was seen in the throat when the scope was withdrawn at the conclusion of the procedure. The user presumed the mucosal tissue was caught by the tip of the distal cover when the scope was withdrawn. No intervention was required as a result of this occurrence. The patient¿s current condition could not be provided. No further consequences to the patient have been reported. When the scope with distal cover was withdrawn a crack was noted in the slit of the distal cover. Case with patient identifier c22052160 reports the scope used in the procedure. Case with patient identifier c22052163 reports the single use distal cover used in the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the user operated suction while the distal end opening space was near the surface of mucosa, which caused the mucosa to be sucked into the distal cover. When the user tried to remove the scope in this situation, the mucosa was damaged by the edge of the distal cover. The distal cover cracked at the tear-off line by inappropriate attachment of the distal cover to scope. When pressing the distal end to the surface of mucosa in this situation, the mucosa was caught in the cracked cover and damaged, even though suction is not operated. It is recommended to the user to confirm the environment to use and instruct the method of handling of the device. Olympus will continue to monitor field performance for this device.